Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown mini baseplate; lot#: unknown, item#: unknown, unknown central screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. H6: component codes: proposed g-code: mechanical (g04) - head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery approximately two (2) months ago due to an unknown reason. The patient is now being considered for a second revision surgery due to the non-zimmer biomet implants that were implanted during the initial revision becoming loose.